Event description:
Rptr noted occlusion tones. Changed handpiece and then changed tubing, tip and raised bottle to complete case. Posterior capsule tear and dropped nucleus during "u/s"; "tppv" done. Implanted iol.